Manufacturer narrative:
Concomitant medical products: patient medication include but are not limited to: acetaminophen (tylenol) 650 mg ¿ aspirin (aspirin ec adult low strength) 81 mg ¿atorvastatin 40 mg ; cholecalciferol 1000 units oral daily; dasatinib 50mg;ferrous sulfate 325 mg; folic acid 1mg; ketoconazole 2% cream; linagliptin (tradjenta) 5mg; meclizine hcl chew 25mg; methenamine hippurate 1 g; metoprolol tartrate 50mg; pepcid po 20mg; sodium bicarbonate tablet 1,300 mg; stool softener po 1 capsule; warfarin 5mg a review of the manufacturing records is being conducted, conclusion not yet available

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the trunk ipsilateral leg component the physician withdrew the delivery catheter, and the olive tip remained on the wire inside the patient. Initially, the olive tip appeared fixed to the wire and moved in conjunction with the amplatz wire, as the wire was advanced and withdrawn slightly. The olive tip then began to remain in a fixed position, and the wire moved proximally and distally while the olive tip and a small portion remained in a fixed position. The physician introduced an ensnare snare through the 18fr dry seal sheath, and along the medial side of the wire containing the olive tip. The snare was placed over the proximal point of the existing amplatz wire and drawn over the wire to the spot that the olive tip was located. The ensnare was then closed over the olive tip and secured the olive tip on the wire. The ensnare was then withdrawn with the olive tip and the olive tip was removed without any incident. The remainder of the case was completed without any further issues. Case was completed successfully and the patient is reported to be doing well.

Manufacturer narrative:
Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.